Manufacturer narrative:
Title: safety of six-month dual antiplatelet therapy after second generation drug-eluting stent implantation: optima-c randomised clinical trial and oct substudy authors: byoung-kwon lee1, et al reference: http://www.pcronline.com/eurointervention/131st_issue/313 journal: eurointervetnion year: 2018 vol 13 #16. If information is provided in the future, a supplemental report will be issued.

Event description:
This trial aimed to investigate the safety of 6-month compared to 12-month dapt maintenance after second generation drug-eluting stent implantation. The primary outcome measured was the composite of major adverse cardiac events (mace) including death, myocardial infarction or ischemic-driven target lesion revascularization at 12-month follow up. Resolute integrity drug-eluting stents were implanted in 686 of patients in the trial population. Vessels treated were lad, lcx and rca. At 6-month and 12-month follow-up, clinical events reported were death, target vessel myocardial infarction, ischemic-driven target lesion revascularization, stent thrombosis, stroke and major bleeding.